Event description:
Information received indicates the left foot siderail will not latch.

Manufacturer narrative:
The technician found the locking mechanism was bent. He straightened the locking mechanism to repair the bed.